Event description:
On (B)(6) 2021, neotract was made aware of a patient who underwent a successful prostatic urethral lift (pul) despite one implant not deploying properly. On (B)(6) 2021, additional details were provided by the physician that the patient had returned to the hospital for a significant bowel obstruction and later returned again and received a laparoscopic exploratory procedure where a capsular tab was allegedly found embedded in the small bowel tissue and was subsequently removed. The patient was reported to be doing well.